Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead fracture. Surgical intervention took place where the lead was explanted and replaced. Therapy was restored post procedure.